Manufacturer narrative:
Concomitant product: product ID 8590-1, lot # n480857, implanted: (B)(6) 2014, product type accessory; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type. (B)(4).

Event description:
The patient stated that she felt like the pump was not working because she was having intermittent pain; patient experienced facial pain. A dye study was performed but the results are unknown. The pump was replaced and is expected to be returned. Patient status at the time of this report was ¿alive ¿ no injury.¿ the device system was used to deliver dilaudid. The causality and final outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the pump found no anomaly.